Manufacturer narrative:
As a result of an FDA inspection conducted in (B)(6) 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was available for analysis. Engineering analysis completed by nf on (B)(6) 2019. C2018-483, crc2018-09-19-01, (B)(4) findings: one or more of the metal prongs used to clamp a pin head are missing from the received truliant syringe pin pullers. When analyzing the fracture surface as part of c2018-483, the failure appears consistent with brittle fracture. This type of failure is most likely the result of the prongs experiencing excessive forces. Furthermore, if the pin puller was used off-axis relative to the bone pin, an uneven force distribution may have been applied to the metal prongs and could explain why they fractured from only one side. Over time, these excessive off-axis forces could potentially lead to crack initiation, propagation, and ultimate fracture of the material. Further investigation will occur as part of (B)(4). Most likely underlying cause: the broken instrument reported in case (B)(4) was likely the result of the prongs of the pin puller experiencing excessive forces during the extraction of bone pins. Rmr review: a review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for these truliant syringe pin pullers, (B)(4), was reviewed. The risk is captured in line 11. IFU 700-096-181: instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. Device(s) used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient injury caused by the removal of the device fragments from the surgical site. The broken instrument reported was likely the result of the prongs of the pin puller experiencing excessive forces during the extraction of bone pins.

Event description:
It was reported from the us that during an orthopedic surgery the surgeon experienced an issue with the instrumentation. The surgeon was putting in the proximal tibia and the pin puller ¿snapped.¿ one of the prongs came off and was found on the floor. This did cause a 20-minute delay to case with no adverse effect to patient. The rep was present at time of surgery. The patient was stable leaving the operating room. The device was received for analysis. New information from the representative on (B)(6) 2021: no information on patient demographics. A part/piece fell int the surgical site and was recovered by the surgeon. The staff took 10 minutes to get x-ray to ensure all pieces were recovered. There was no injury/clinical consequence/adverse event to the patient. There is no other information about the device/event/patient from the contacts. Device(s) used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient injury caused by the removal of the device fragments from the surgical site. The broken instrument reported was likely the result of the prongs of the pin puller experiencing excessive forces during the extraction of bone pins.